Event description:
Surestep enhanced meter was prompting error "1". The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep walked pt through troubleshooting and confirmed that the pt was using correct testing techniques. The pt was walked through cleaning the meter and retesting and the meter prompted error "1", instead of a result. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter and test strips were replaced.